Manufacturer narrative:
(B)(4): eval results: paralysis, unk cause of paralysis/paraparesis.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a zone 3-4 saccular 65 mm x 37 mm thoracic aneurysm approximately 2 months ago. Vessel morphology was reported as no calcification, no tortuosity and no thrombosis. It was reported that two talent thoracic stent grafts (see MFR # 2953200-2010-00825), were implanted from distal to proximal successfully. Approximately one month post stent graft implant, the patient was walking on his own, but he was diagnosed with delayed paraparesis. The descending aorta was covered by 2 talent taa, it is possible that the covering of the intercostal artery or the occlusion of it results in the blood flow disturbance of the anterior spinal artery gradually, and that may have lead to the delayed paraplegia. The patient also has a lumbar disc hernia, and that may be the cause of the paraparesis, due to the compression of spine and/or the hematogenous disorder which the hernia led. But the cause of the delayed paraparesis is undetermined per the physician comments. No additional clinical sequelae were reported and the patient is stable.